Manufacturer narrative:
Please note updates to sections a3 and d6. Additional device code, tilt, 3026. Additional b5 narrative: the filter was implanted 11 days prior to the reported event. During the index procedure the access site was the right groin. The indication for filter insertion was dvt which was documented by color doppler ultrasound and radiography. The extent of the dvt was up to the lower limb popliteal vein. There was no thrombus present at the delivery site. Anticoagulation therapy was given. There was no contraindication for anticoagulation. Pre and post imaging was completed. The size of the vena was 2.5cm and the shape was straight 2.5cm. There was a post procedural complication, a shift. The filter removal was scheduled for 11 days later. The retrieval procedure was performed on the day it was originally planned. Films were requested but are not available. Patient information was requested but was not provided by the hospital. The position of the filter after implantation was different from the expected position before the operation because the position of the filter was not in the estimated position, which made it impossible to take it out. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
An optease retrievable vena cava filter could not be removed from the patient's body 11 days after it was implanted because the position of the filter after implantation was different from the expected position before the operation. The position of the filter was not in the estimated position, which made it impossible to take it out. During the index procedure the access site was the right groin. The indication for filter insertion was deep vein thrombosis (dvt) which was documented by color doppler ultrasound and radiography. The extent of the dvt was up to the lower limb popliteal vein. There was no thrombus present at the delivery site. Anticoagulation therapy was given. There was no contraindication for anticoagulation. Pre and post imaging was completed. The size of the vena cava was 2.5cm and the shape was a straight 2.5cm. There was a post procedural complication, a shift. The filter removal was scheduled for 11 days later. The retrieval procedure was performed on the day it was originally planned. Films were requested but are not available. Patient information was requested but was refused by the hospital. The device remains implant, thus not available for analysis. A product history record (phr) review of lot 17996271 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported filter tilt and retrieval difficulty-unable could not be confirmed without images available for review. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Retrieval of the optease retrievable filter is possible only from femoral vein approach. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Without both implant and attempted retrieval films available for review and the limited information provided the events could not be confirmed or further clarified. The access site for the removal attempt was not provided. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
An optease retrievable vena cava filter cannot be removed from the patient's body. The device remains implanted and is not available for analysis.